Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the electrode impedance value were all >10,000 ohms. There was rapid discharge of the battery. The patient was due for an ins replacement as the battery has reached elective replacement indicator (eri). The device report showed the battery was left discharged to the point that the stimulation was lost. Additional information was received reporting the cause was not identified. The eri was considered normal. The ins replacement surgery has not been set yet.